Event description:
Following use of the system, when the drug delivery catheter was pulled back, the distal marker band was dislodged from the catheter and remained in the pt. The marker band remained on the guidewire and was successfully removed from the pt. There were no clinical consequences to the pt.

Manufacturer narrative:
Investigational summary: inspection of the device confirmed the marker band had been swaged into place during manufacture. Review of the manufacturing records confirmed the device passed all inspections during manufacture. A determination of the cause for dislodgement of the marker band could not be made.